Event description:
According to the complaint the customer has an enquiry regarding a very low calcium result of 0.4 mmol/l on an abl90 flex plus analyzer (serial no: (B)(6), from a patient in ICU. The clinical team in this case didn't require the ica2+ result diagnostically to manage the patient but stated they 'did not trust' this particular result anyway. The result shows a value below reference range, and a 0293 oxi compensated for hbf error, which appears to be unrelated to this issue. The two prior results for this patient over the previous day is normal prior to today's result, but interestingly the 0293 error persists. And the oximetry values do vary quite a bit from the most recent run, to the prior two samples. On review of the abl90 flex plus analyzer, calibrations and qc analysis have been perfectly normal and all other patient results reviewed did not show any remarkable trends from normal use. And to note, other patient samples have been run in between this patient samples, with no concerns.

Manufacturer narrative:
The radiometer investigation has shown that review of the analyzer, calibrations and qc analysis have been perfectly normal and all other patient results reviewed did not show any remarkable trends from normal use. Root cause is probably due to a micro clot near the ca2+ sensor.